Event description:
As reported by the customer for this event, two hours into a therapeutic laparoscopic colectomy procedure the device teflon pad (tissue pad) came off during output. The coming off of the teflon pad was observed visually before the error message was received. The procedure was completed with a new device. There is no reported harm or adverse impact to the patient. The device was inspected prior to use no probe check abnormality noted.

Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
The returned device is evaluated. This supplemental report is being submitted to provide this information. Upon evaluation of the device, no peeling of the tissue pad as reported was confirmed. The tissue pad was worn and partially torn.